Event description:
Harmonic ace 7 laparoscopic shears just stopped working with alarms on harmonic unit (#(B)(4)) stating "replace instrument." Second, replacement ace 7 laparoscopic shears had the non-stick shoe fall off, but continued to work. Manufacturer: please note that we do not sent products to the manufacturer, but you may arrange for pick-up by calling my number below.